Manufacturer narrative:
Method: the device will not be returned to the manufacture for an eval and investigation. Results: the device history record (DHR) could not be reviewed as the model and lot number were not reported. Conclusions: I-flow will submit a f/u report when the investigation has been completed. Info from this incident will be included in our product complaint and MDR trend reporting system. Add'l investigation may arise from ongoing analysis, trend info, or other analysis as appropriate.

Event description:
Drug/diluent: 0.5% marcaine, fill volume: 400 ml, flow rate: 4.0 ml/hr, procedure: abdominoplasty, cathplace: surgical wound site, date of surgery: (B)(6) 2013. Customer reported that the pump was empty after two days. Pt noticed a change in pain level and checked the pump. No adverse event or symptoms noticed. Date/time infusion start: (B)(6)2013 at 10:30 am. Date/time infusion end: not provided.